Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the device was evaluated and underwent bench testing. The reported issue was confirmed and attributed to a broken battery latch, which is intended to assist in securing the battery in place. Despite the damaged latch, the device was able to function when the battery was manually held in position during testing.